Manufacturer narrative:
(B)(4); the lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high threshold measurements, low r-wave measurements, noise and oversensing resulting in delivery of two inappropriate shocks. Additionally, high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms were observed that resulted in the device recording a shock lead open fault message. A lead issue was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.